Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number gfza2896 and failure mode. Visual/microscopic and functional/performance evaluation could not be performed because the sample was not returned for evaluation. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current sidekick support catheter instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a moderately calcified cto in the superficial femoral artery using a contralateral approach. The hcp reported that allegedly the recanalization catheter tip separated from the wire lumen but did not detach from the catheter. The recanalization catheter would not retract back through the support catheter at first but eventually did with more force applied. There was no reported patient injury.